Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient allegedly developed lymphoma of the adenoids while using the device. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient was developed lymphoma of the adenoids. The medical treatment is unknown at this time. The device was returned to the manufacturer's quality product investigation laboratory for evaluation. The device was visually inspected and was found to have contamination consistent with water ingress to the blower box. The manufacturer also found evidence of contamination consistent with keratin in the blower seal and air inlet. The manufacturer found no evidence of sound abatement foam degradation or breakdown. The manufacturer concludes the device has evidence of contamination from an external source. There was no evidence of sound abatement foam degradation or breakdown.